Event description:
It was reported that (2) devices were used during a pneumonectomy. It was reported by the affiliate that during the procedure, the surgeon first stapled the pulmonary vein (upper one), and after firing the tx30v, there was bleeding between the staple line. The surgeon took a new device and stapled the pulmonary artery (main artery) and after firing there was again bleeding the staple line. So the surgeon sutured over the staple line. The surgeon also saw a hematoma at the tissue retaining pin.